Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 250-320 mg/dl. To address the bg level, the customer delivered a correction bolus. A system check was performed with tandem technical support and showed that the pump was performing as intended. Reportedly, the customer changed the infusion set and cartridge and resumed insulin delivery. Recommendation was made to consult with health care provider regarding diabetes management.